Event description:
Information was received from a patient regarding an external device (B)(4). The reason for call was caller reported that their controller was not charging when plugged in ac power cord. Caller stated that the screen was black and the controller battery was dead. Caller mentioned they had removed and re-inserted battery pack several times, but that did not resolve the issue. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed green light on ac power cord but controller did not power on. Caller confirmed no visible damage to ac power cord nor controller pins nor controller battery compartment pins. Caller inserted aa batteries into the controller and confirmed controller still did not power on. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt called in and stated that he received the controller replacement on saturday - pt was able to pair the new controller but when he tries to charge the ins the screen just spins on "checking recharger" screen. Pt tried to take out the battery and leaving it out for an entire day...he paired the controller again and reported it is still getting stuck on checking recharger. Pt verified no visible damage to the rtm cord / plug pins. See request to repair team attached for the rtm cord. Pt called in and reported their controller was still getting stuck on checking the recharger screen even after recharger replacement. Pt was using the replacement recharger but was still unable to recharge. Agent sent an email to repair to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ptm (s/n (B)(6) revealed a blank lcd. The main board was causing a blank display. Unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.